Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that small little air bubbles was present in reservoir. Customer's blood glucose was 167mg/dl,165mg/dl. Troubleshooting was performed for air bubbles. During therapy customer noticed that air bubbles was present. Customer also stated that no leak in the product. The product will not be returned for analysis.